Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 4.7, lab: 2.96. 2008, inratio: 4.8, lab: 2.96. The caller also repeated the test within the inratio meter. The results are as follows: 2008, inratio: 4.7. 2008, inratio: 4.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time was filed: date: 2008, inratio: 4.7, lab: 2.96, mean: 3.83, confident limits: 2.3-5.7. Date 2008, inratio: 4.8, lab: 2.96, mean: 3.88, confident limits: 2.3-5.7. The inratio and lab values are within the confident limit as per internal procedure tr#0150. Also the repeated test with the inratio meter. The calculation and results are as follows: 4.7, 4.8; average: 4.75, stdev: 0.07, %cv: 1.49. As per internal procedure tr#0150 rev.2 if the %cv is 20% or less the criterion is met. The product will not be investigated.